Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 38 mg/dl. The patient was in a vehicular accident and was the driver. The patient was admitted to ambulance showed up, did not go to hospital. The customer stated that had a sever low blood glucose was given warming on the insulin pump, 1 minute later she passed out and drove into median.